Event description:
It was reported that the patient experienced ischemic cardiomyopathy post index procedure. The investigator indicated that the reported event was not related to the study device. The investigator indicated that the reported acute renal failure and congestive heart failure were not related to study device.

Event description:
During index procedure, the patient had an assurant cobalt peripheral stent implanted. Post index procedure (time unknown), the patient was admitted to hospital with a gi bleed with some weakness and dizziness. A colonoscopy was scheduled but was not performed due to the patient becoming confused and agitated. CT scan showed some atrophy. Pneumonia was also confirmed on top of some underlying pulmonary edema, congestive heart failure and worsening renal function. Seventeen (17) days after admission, the patient died. Cause of death was not provided. The investigator indicated that the gi bleed and pulmonary edema were not related to the device.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death).